Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4).

Event description:
It was reported by an attorney that the patient underwent surgery on (B)(6) 2010 and mesh was implanted into the patient. It was reported that following insertion the patient experienced spasm, discomfort and hematuria. It was also reported that the patient underwent revision and removal of mesh on (B)(6) 2011 and (B)(6) 2013. No additional information was provided.